Event description:
Patient came to ER with an active driveline power fault alarm on his lvad primary controller. A vad coordinator obtained a controller history download on the heartmate 3 and sent it to abbott for interpretation and recommendations. We were unable to clear the alarm. Abbott suggested that we change the patients vad controller and modular cable. This was successfully done. The alarm did not return on the new controller and modular cable.